Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 7/13/2021 h.6. Investigation: customer returned four unopened 4mm, 32 gauge pen needles from lot 0310606. Visual inspection and attaching the pen needles to a test pen found no defects. It was noted that saline from the test pen could be forced out if there was residual pressure in the system. Otherwise, no issues were found and these pen needles function as intended. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10

Event description:
It was reported that 1 pen ndl 32g 4mm needle was difficult to operate. The following information was provided by the initial reporter :   the consumer stated that when consumer primes the insulin is shooting approximately 3 inches into the air. Date of event : unknown samples : available.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 pen ndl 32g 4mm needle was difficult to operate. The following information was provided by the initial reporter :   the consumer stated that when consumer primes the insulin is shooting approximately 3 inches into the air. Date of event : unknown. Samples : available.